Event description:
After the instruments was fired, it was noted that no properly formed staples were placed on tissue. As a result, minimal bleeding occurred asnd the procedure was converted to an open surgery with sutures and clips to complete the case without further incident. Procedure: lavh patient status: no patient injury reported.